Event description:
The patient contacted lfs in 2004 alleging that his one touch ultra meter was set to the wrong unit of measurement. The meter was set to mg/dl, instead of mmol/l. The patient decided to visit the pharmacy. The pharmacist advised him to contact lfs due to a 240 mg/dl result obtained at the pharmacy. Patient takes 18 units humalog in the morning and evening. One day earlier he obtained a 225 mg/dl and took and additional 2 units of insulin and began feeling sweaty an unwell. He realized he had started going into hypoglycemia and decided to eat some biscuits to elevate his blood glucose level. There was no indication that the patient retested while experiencing symptoms. No further treatment was received. The patient could not recall going into the setup mode of the meter. Technical service representative walked the patient through resetting the meter to mmol/l and to the correct date, as the meter was set to may 2005. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.